Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2015 with the following findings. On investigation, the alleged button tactile issue was duplication. The pump powered up to the verify screen with the auditory and vibratory features. The keypad cover was intact while the ¿ok¿ button was responding intermittently. Removal of the keypad cover found an inverted ¿ok¿ button contact. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'ok' button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.